Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read (> 400 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include vomiting and dizziness. The patient reports administering 10 units of manual insulin corrections at a time. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and an insulin drip. The patient is still in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.